Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be below expected limits. The device was tested on the bench and high input current was noted to be the cause of the premature battery depletion. After further investigation, the high input current was unable to be reproduced. The device was tested using automated test equipment, and no anomaly was found. The cause of the high input current could not be determined.

Event description:
It was reported that when the patient presented for a routine follow up, premature battery depletion was noted. Upon review of session records, the remaining battery longevity dramatically dropped from the expected longevity at the last check up. Device was explanted and replaced. Patient was doing well.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.